Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a validation error 0001 00bb occurred. The rep stated this error occurred, which restarted the connection to the implanted neurostimulator (ins). After many trials, they managed to connect. Technical services (ts) stated that this error occurs when the user is starting device usage for a brand-new ins. This issue creates a system error (codes may vary) and a validation error of 00 01 00bb. After selecting the start usage when interrogating a new ins, a secondary notification appears to confirm that user wants to start the device usage. After selecting ¿ok¿, the second notification disappears, but an option to ¿start usage¿ appears briefly on the screen for 2-3 seconds. If the user taps the ¿start usage¿ button again, the process of writing data to the ins gets interrupted and the user will receive a system error that will force a restart of the app. When user re-interrogates ins, they will receive a validation error as shown below with code 000100bb. If the user selects continue; they will be able to initiate device usage successfully. If they select ¿exit workflow¿, they will receive a validation error message when they try to interrogate ins again. When interrogating ins again, user should select ¿continue¿ and they will be directed back to start usage screens again and should avoid pressing the start usage more than once. To prevent this error: on the start usage screen, users should wait 2-3 seconds for the cp app to update the ins without pressing anything else until they enter the implant device workflow. Additional information was received from a manufacturer representative (rep). It was reported that their request to technical services was a question and not a problem since the stimulator was implanted without problem. It was when the rep wanted to connect to it that the message appeared. The rep didn't solve the problem themselves. In fact, they didn't know that it was necessary to set a waiting time during startup. Regarding when the patient first experienced the validation error, the rep responded that it was not the patient but the rep when they questioned the stimulator during its startup before implantation. The issue has since been resolved since the ins could "be interrogated and implemented without anyproblem." Additional information was received from the manufacturer representative (rep) reporting that the ins was implanted correctly. The clinician's application was version 2.0.2465.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.